Event description:
It was reported that kit contained two lubricant syringes instead of a sterile water syringe and a lubricant syringe. Nurse opened another tray to see if there was another affected one however kit was good to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), lubrisil foley tray. Visual inspection of the first photo sample noted the overview of the tray with two syringes, (1) lubricant syringes and (1) sterile water syringe. The second photo shows the inside product packaging information. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that kit contained two lubricant syringes instead of a sterile water syringe and a lubricant syringe. Nurse opened another tray to see if there was another affected one however kit was good to use.